Manufacturer narrative:
This follow-up report is being submitted due to the investigation being completed.

Event description:
It was reported that at the user facility the irrigation wheel would not turn. A lack of irrigation in the device is known to cause overheating. No medical intervention and no adverse consequences were reported with this event. As there was no associated procedure with this event, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that at the user facility the irrigation wheel would not turn. A lack of irrigation in the device is known to cause overheating. No medical intervention and no adverse consequences were reported with this event. As there was no associated procedure with this event, there was no patient involvement and no delay to a surgical procedure.